Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed to open. A field service engineer confirmed that the device was already recovered by the customer. The system functioned as intended after the customer resolved the device. E.1 initial reporter facility: (B)(6) medical center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a cubie drawer, failed to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.